Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode underwent a revision procedure in order to optimize the electrode position. It was noted the tip of the lead was buckling over. An invasive procedure was performed and the electrode was successfully repositioned. Defibrillation threshold (dft) testing was performed and the time to therapy was longer than expected. Strips were reviewed indicating the signal amplitude was varying which resulted in some beats being undersensed. Therapy was successfully delivered and the patient was converted. No additional adverse patient effects were reported.